Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex¿ colonic stent was implanted to treat a malignant stricture in the sigmoid colon during a colonic stent procedure performed on (B)(6) 2015. The patient had metastatic cancer. Reportedly, the patient¿s anatomy was tortuous. During the colonic stent procedure, the physician successfully deployed a wallflex¿ colonic stent across the stricture. However, when the physician attempted to remove the delivery system resistance was felt. The nurse tried to re-sheath the delivery system to aid in removal but when the physician tried to remove the delivery system again it became caught on the distal end of the wallflex¿ colonic stent. The stent was pulled out of the colon through the rectum by the delivery system. The procedure was completed with another wallflex¿ colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.